Manufacturer narrative:
Date of implant and event date unknown, aware date was used as estimate. Journal article: elmassry, m., et al. "A rare case of fractured inferior vena cava filter strut migrating to the right ventricle." Journal of investigative medicine. Vol. 68. No. 2. British med assoc house, tavistock square, london wc1h 9jr, england: bmj publishing group, 2020.

Event description:
Reported via journal article. It was reported via journal article that a greenfield filter was fractured and migrated. A patient had a greenfield inferior vena cava (ivc) filter placed. At an unknown date the patient presented to the hospital with right flank pain. A CT scan of their abdomen and lower chest showed a high-density linear structure in the anterior wall of their right ventricle. This likely represented a fractured ivc filter strut as the ivc filter was off axis and missing one strut. The rest of the patient history and physical exam were unremarkable. Cardiothoracic surgery recommended leaving the ivc filter and strut in place and opted for surveillance by regular follow-ups and CT scans. The patient was sent home on novel oral anticoagulant.